Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given, with ketones identified as dangerous by healthcare provider. Cause was not known. The customer addressed their bg with a manual injection and bolus via pump. It was also reported that the customer experienced a low bg of 30 mg/dl, due to over correcting their elevated bg levels. Customer consumed carbohydrates to address their low bg. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.